Manufacturer narrative:
A review of the manufacturing records could not be performed because the lot# is unknown. Images of the procedure have been requested and an evaluation will be performed upon receipt.

Event description:
It was reported that the physician was implanting a helex septal occluder to close a patent foramen ovale. The device was implanted and appeared to be optimally position prior to lock release; however, upon removal of the mandrel the device did not appose well to the septum and part of the lock appeared to be missing. The device was withdrawn and a second helex device was placed with no adverse effects. The patient was doing well following the procedure and has since been discharged from the hospital.